Event description:
Information provided to the manufacturer on (B)(4) 2011 stated: a male patient underwent an off label 'chimney technique' aortic aneurysm repair using another manufacturer's endoprostheses on (B)(6) 2011. Another manufacturer's stent was deployed in the renal artery. The balloon burst at only 4atm; which the customer thought was strange. They decided to dilate using a cook incorporated pta5 balloon, which also burst at approx 5atm. The case was difficult so they were not surprised that the balloons burst. Their main concern was that the balloon burst transversely as opposed to longitudinally and a portion of the balloon is possibly missing or the balloon has stretched upon removal. There was a query as to whether it had snagged on the stent. The balloon and sheath had to be removed completely together and another sheath inserted. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. Per design failure mode effects assessment. Balloon burst, compliance, and fatigue verification testing performed. Rbp of 12 atm is documented in the IFU and label. The device is inspected per quality control specification to ensure balloon is undamaged. Burst tests are performed, a minimum of 10 balloons per lot and each device is leak tested and the balloon bonds are examined. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. Without the complaint device, evaluation of device failure cannot be certain. The event statement states that "the case was difficult so they were not surprised that the balloons burst," therefore patient anatomy such as lesion morphology most likely contributed to balloon rupture. The event description continues "a portion of the balloon is possibly missing or the balloon has stretched upon removal..." Once the balloon burst it would have been very difficult to withdraw the burst balloon out easily without separation. The IFU does warn that if resistance is felt during withdrawal, remove the catheter and sheath as a unit; which from the event description appears to have been done. From the image provided, it appears that the rupture was circular and most likely separated when pulled into the sheath. The balloon is designed to rupture longitudinally, however, calcification may damage the balloon or cause it to inflate unevenly resulting in a circular tear. From the event description it appears that patient conditions is related to occurrence. We will continue to monitor for similar complaints. Per quality control risk assessment, there is insufficient risk.